Manufacturer narrative:
The suspect orange navlock tracker was received and evaluated. The returned tracker was found to be in good condition. With markers attached and a known good instrument inserted, the tracker returned good geometry and divot error readings. The instrument passed all testing and was found fully functional. It was reported that the surgeon frequently navigates multiple levels away from the frame after taking a spin. Instructions for use state "medtronic recommends placing the small passive frame as close to the surgical area of interest as possible." Suggestions to keep the frame closer to the area of interest were forwarded to the site. No further subsequent issues reported.

Manufacturer narrative:
Lot number and device manufacture date provided.

Event description:
A medtronic representative received a report that three days earlier, while in a spine procedure, the site experienced an inaccuracy. No specific measurements were provided. In trouble-shooting the surgeon switched from the orange navlock tracker to the gray navlock tracker which resolved the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. On (B)(6) 2014, a medtronic representative, following-up at the site, reported checking in with the site and the staff said it was a minimal amount of inaccuracy. The medtronic representative performed a navigation system check-out, hardware and software areas passed. It was noted that at the time of the surgery the site changed to the gray navlock and continued the procedure. When checking the system and instruments, both the site orange navlock trackers were within geometrical limits and navigated accurately on the demo model. Return requested (B)(6) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.